Event description:
Attorney's report of pt's alleged pain and bunching up which required subsequent explant of the mesh patch. The pt had two mesh patches implanted in 2005, prod code 0010203, lot # 43dod272 and prod code 0010202, lot # 43eod216. The bunching up of the mesh is alleged to be due to a broken or bent memory ring and/or the patch becoming delaminated or oxidized.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available. Note second mesh referenced in this event will reported.